Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. We are currently in process of evaluating information provided by the customer to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was damaged during use. There was no reported patient consequence.

Event description:
A distributor on behalf of a healthcare facility in china reported, via a fisher & paykel healthcare (f&p) field representative, that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was damaged during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not received at fisher & paykel healthcare new zealand for evaluation. Our investigation is based on information and photographs provided by the customer. Results: visual inspection of photographs revealed a crack along the weld of one swivel port of the rt265 ciruit. Conclusion: without the complaint device, we were unable to conclusively determine what caused the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt265 would have met the specification at the time of production. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."